Manufacturer narrative:
(B)(4) - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23-apr-2024,it was reported that patient faced four infusion set fell off during use events. The infusion set had been used for 2 hours. The patient replaced the infusion sets and resumed insulin deliveries successfully. No further information was available.